Event description:
Patient underwent cataract surgery on 06/07/1999, and implantation of a staar model aq-2003v intraocular lens in the right eye. After the insertion process, the surgeon said the capsule was torn and he was unsure what caused the tear. The wound was opened up to remove the lens, a vitrectomy was performed, another lens implanted and the incision site was sutured. Preop visual acuity was 20/200 amd pressure was 10 mm. Post operative day 1 visual acuity was count fingers and pressure 14 mm. Post operative day 14 visual acuity was 20/200 and pressure was not taken. There were no pre-existing condition and prognosis is "improving."